Event description:
It was reported at the user facility that the device trigger was sticking. It was further reported that during equipment testing conducted by a manufacturer service technician that the sticky trigger caused the device to run-on. No patient involvement, no clinically significant delay, no medical intervention and no adverse consequences were reported with this event.